Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). During preparation of the steerable guide catheter and dilator, the dilator failed to flush despite several attempts. The sgc system was replaced to complete the procedure successfully. The complaint device never entered the patient anatomy. There was no clinically significant delay.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). During preparation of the steerable guide catheter and dilator, the dilator failed to flush despite several attempts. The sgc system was replaced to complete the procedure successfully. The complaint device never entered the patient anatomy. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two other complaints reported to this lot and one appears to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. Abbott will continue to trend the performance of these devices.